Manufacturer narrative:
An additional lot number was reported (lot #m019970). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels of 37 mg/dl at its lowest. Reportedly, the customer believed these low bg levels were caused by performing supply changes which would result in the customer delivering insulin to their body after insulin had been blocked by infusion set site issues. Carbohydrates were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.